Event description:
It was reported that during a shoulder arthroscopy, an error message appeared with the dual console. Too much fluid entered the patient/shoulder too quickly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished succesfully by changing to an open procedure. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed due to the inability to replicate the reported failure through functional testing. One unpackaged ar-6420 main pump tubing was received for investigation. The device was unable to be fully decontaminated and was evaluated via attachments. Visual evaluation of the attached photos noted the neoprene of the tubing had expanded significantly. Functional testing was not performed due to the biocontamination hazard risk. The most likely cause for the reported failure can be attributed to use error due to incorrect connection of the tubing during setup, likely the green and clear connectors were reversed on the pump.